Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france. It was reported the rotaflow console turned off while transferring a patient. No more information provided. More information requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in france. It was reported the rotaflow console turned off while transferring a patient. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The batterypack ni-cd 24v 132wh (rfc) (article number 7010171888) has been replaced. After the replacement the device is working as intended. The last maintenance for this device was carried out in 2020, the last battery replacement in (B)(6) 2022. According to the IFU the battery capacity has to be checked every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Based on these investigation results the reported failure could be confirmed and most probably caused by an overdue maintenance. The review of the non-conformities was performed on (B)(6) 2024 and during the period of (B)(6) 2016 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2016-01-18. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.